Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that an IV therapy nurse placed a peripherally inserted central catheter (PICC) kit and accessories for a patient. During catheter sealing, fluid was observed extravasating from the catheter at the 41 cm mark on the PICC scale. A chest x-ray was performed with the catheter secured, confirming the PICC tip was located at t5. After re-disinfecting the skin and catheter, the catheter was withdrawn to 38 cm and recut at the 40 cm mark. Following these steps, the nurse observed no further abnormalities and completed the catheter placement. The incident caused no actual harm to the patient.